Manufacturer narrative:
Additional information received from the reporter revealed that the quantity was incorrectly reported as three devices. Only one device broke during the event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00110 thru 3003853072-2017-00112.

Event description:
It was reported that the tips of three final screwdrivers broke off during surgery. The tips were removed from the wound. There were no reports of patient impacts associated with this event. This is report three of three for this event.